Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead was repositioned and it was noted that there was no slack at the initial implant. The lead remains implanted. No adverse patient effects were reported.